Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of the ok keypad button¿s delayed response was not duplicated; all of the keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.